Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked on it - oral-b toothbrush head [choking sensation]. It popped off while I was brushing - oral-b toothbrush head [device breakage]. Case narrative: consumer via e-mail stated that while they were brushing, their oral-b toothbrush head popped off and they almost choked on it. No serious injury was reported.